Manufacturer narrative:
H10: manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing was performed. Visual inspection found damaged printed circuit board (pcb) and front cover. Cracked and leaking tank cover. Functional testing found the device heated up to 41.9 degrees and stopped heating any further as if properly calibrated. Could not duplicate or confirm the customer complaint. Device passed all functional testing. No action taken due to the age and condition of the device. It is deemed beyond economical repair and will be scrapped. Root cause cannot be determined as the sample was successfully tested and no discrepancies were detected. This issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional investigative action will be taken accordingly. This remediation MDR was generated under protocol b10010579, as a result of warning letter cms# 617147.

Manufacturer narrative:
UDI is unknown, no information has been provided to date. Device evaluation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 if additional reportable information becomes available.

Event description:
It was reported the device hl-90 keeps overheating. There was no patient involvement and no patient injury was reported.